Event description:
The customer reported discrepant beta human chorionic gonadotrophin (bhcg) results, for one patient, involving access 2 immunoassay system. The original sample produced a result within the normal reference interval. Subsequent testing with a new sample produced a positive result. The discrepant results were released out of the laboratory. There was no report of patient injury. There has been no report of change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The original specimen was collected by the emergency room (ER) staff. The customer stated there were no error codes associated with the negative result. Quality control (qc) was within specification. The customer stated, "the doctor was satisfied with the result from the second draw. The lab could not rule out sample mis-handling. They had asked the case be closed."